Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Evaluation: the device was received at zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing using test accessories without duplicating the report. The device was recertified and returned to the customer. The device logs were unavailable to review. The pads used during the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up and was unable to detect the attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.